Event description:
It was reported that the physician was "annoyed" with the projected device longevity. No reprogramming or intervention occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 25076's, implantable pacing leads, (B)(6) 2013. (B)(4).